Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump did not pass the inflation functional tests. No leaks were identified. The pump passed the microscope test. The reported pump migration was defined in the product risk documentation. The reservoir was microscopically inspected and leak tested. No anomalies were found with the reservoir.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated. The pump and balloon were explanted and replaced. The pump was replaced with the momentary squeeze (ms) pump per patient preference. No patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated. The pump and balloon were explanted and replaced. The pump was replaced with the momentary squeeze (ms) pump per patient preference. No patient complications were reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated. The pump and balloon were explanted and replaced. The pump was replaced with the momentary squeeze (ms) pump per patient preference. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The reservoir was microscopically inspected and leak tested. No anomalies were found with the reservoir. The reported reservoir migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Correction to field h11: additional MFR narrative.